Manufacturer narrative:
Block h6: medical device problem code a150103 captures the reportable event of bands prematurely deployed. Block h2 (additional information): block b3, block b5, section e (initial reporter first name, initial reporter last name, initial reporter phone, occupation) have been updated based on the additional information received on october 28, 2022.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure. The exact procedure date was unknown. During the procedure, the fourth and fifth bands prematurely deployed even if the handle was not rotated. The procedure was completed using the same original speedband superview super 7 as the sixth and the seventh bands did not have problems. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands prematurely deployed. Additional information received on october 28, 2022: the speedband superview super 7 was used in the esophagus during a procedure performed on (B)(6) 2022. It was noted that there was no difficulty experienced upon setting up the device. The fourth and fifth bands were in the stomach before being eliminated.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure. The exact procedure date was unknown. During the procedure, the fourth and fifth bands prematurely deployed even if the handle was not rotated. The procedure was completed using the same original speedband superview super 7 as the sixth and the seventh bands did not have problems. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands prematurely deployed. Additional information received on october 28, 2022: the speedband superview super 7 was used in the esophagus during a procedure performed on (B)(6), 2022. It was noted that there was no difficulty experienced upon setting up the device. The fourth and fifth bands were in the stomach before being eliminated.

Manufacturer narrative:
Block h6: medical device problem code a150103 captures the reportable event of bands prematurely deployed. Block h10: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted that the handle friction marks. The handle slot did not show insertion marks of the trip wire, consistent with the findings when the device was observed under magnification. The suture thread was in good condition and contained seven knots. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands premature deployment was not confirmed as the returned device was incomplete and there is not enough objective evidence to confirm the reported event. Upon analysis of the returned handle assembly, it was found that the trip wire was not secured to the handle slot. A labeling review was performed and based on the condition of the returned device, this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have caused the trip wire to slip inaccurately and the suture tension may not have been correct affecting the functionality of the device. Since the ligator housing was not returned, it is not possible to carry out a more thorough investigation to identify a premature deployment. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure. The exact procedure date was unknown. During the procedure, the fourth and fifth bands prematurely deployed even if the handle was not rotated. The procedure was completed using the same original speedband superview super 7 as the sixth and the seventh bands did not have problems. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands prematurely deployed.